Manufacturer narrative:
This report is being submitted to report (B)(4). The device is expected for evaluation. The device has not yet been received. Once the investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant platform was warped. The procedure was completed using another device. There was no report of patient injury.

Event description:
It was reported that the implant platform was warped. The procedure was completed using another device. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the implant platform was warped. The procedure was completed using another device. There was no report of patient injury. D4: expiration date: 23 nov 2022, UDI: (B)(4), g4: 26 jul 2019. The reported device was received for evaluation. Visual inspection of the as returned product identified significant damage at the implant collar and internal drive feature. The device was returned covered in bone tissue. The reported condition of a warped implant platform was confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot number for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. The most likely cause for the reported event is improper torqueing methods. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.